Manufacturer narrative:
UDI: (B)(4). Device evaluation: the device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. A visual and functional assessment was performed which determined that the device failed for thimble lock operation assessment. It was further determined that the housing was damaged- cosmetic (failed visual assessment). It was determined that the gear came off the gear shaft. Therefore, the reported condition was confirmed. The assignable root cause was determined to be traced to component failure, which is normal wear out from use. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the attachment device failed for thimble lock operation assessment. It was further determined that the gear came off the gear shaft. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.